Event description:
It was reported to target that during a carotid ophthalmic aneurysm embolization, there was a clot and platelet formation in the internal carotid artery. According to the physician the clot and platelet formation was related to the remodeling technique, not the sentry balloon. An infusion of urokinase to treat the clot and platelet formation resulted in a subarachnoid hemorrhage, which caused the pt's death.